Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 127 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer also reported that they were unable to exit the preparing to prime loop. The insulin pump will be returned for analysis.